Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal was intact. The customers stated problem was not confirmed. Device passed function test and no problem was found. Recommend re-calibrating the device as a preventive measure. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device does not detect downstream occlusion and needs calibration. No patient injury was reported.